Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: returned and retention devices of the reported lot were tested with clinical hcg-negative urine and all devices produced negative results at the read time. A review of manufacturing batch records did not uncover any abnormalities. Review of the complaint history shows this is the only complaint on this lot. Quantitative hcg analysis for the returned urine samples produced results as follows: patient 1 = 2.5 miu/ml and patient 2 = 2.9 miu/ml. The hcg fragment concentration of the returned samples was not determined. Retention devices tested with patient 2 urine sample produced negative results at the read time. Retention devices tested with patient 1 urine sample produced positive results at the read time. Although the test is designed to detect primarily placental hcg, the test may detect hcg degradation products. A root cause cannot be determined for the observed positive results.

Event description:
It was reported that on (B)(6) 2017, the patient presented to the emergency room for vomiting. The patient's urine was tested on the cardinal health rapid test hcg combo test and produced a positive result. It is unknown how many positive results were observed. The patient's serum sample was then tested on the same kit and produced a negative result of 0.2 miu/ml. No treatment was withheld and no procedure was performed based on the false positive result. No further information was provided.